Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument teflon pad peeled off partially during energy application/use. The procedure was completed using a backup instrument with no injury /harm to the patient. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the damage did not result to a detachment. No fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. During failure analysis, no damage to the teflon pad was observed during visual inspection. The customer reported issue was not confirmed. As part of investigation, further inspection of the instrument found the blade broken. This observation is unrelated to the alleged teflon pad damage. The blade broke at roughly 0.22¿ from the base. The broken piece was returned. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).